Manufacturer narrative:
The manufacture previously reported receiving information in relation to a ds2adv auto CPAP device with a customer allegation of service required. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center and is awaiting for evaluation, where the third party noted pca burned. The device was returned to manufacturer product investigation laboratory (pil) for evaluation, evaluation result stated that pil was able to confirm the complaint, but not address the symptoms specified. Burn marks were observed on the ui display bezel, likely due to thermal damage on the pca. A dust-like contaminant was observed on the filter, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, pca, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information in relation to a ds2adv auto CPAP device with a customer allegation of service required. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center and is awaiting for evaluation, where the third party noted pca burned. In addition, the third-party service center has been instructed to return the device to the product investigation lab (pil) for further investigation.